Event description:
Received information stating customer is still seeing air bubbles in tubing after 40 units of fill tubing. There was no reported impact to customer's blood glucose level. Reportedly, the customer was using old insulin.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted.